Event description:
It was reported " iab rupture". Additionally it was reported that the user noted "blood specks" in the driveline. The user also noted a single helium loss alarm and purge failure alarms noted as having occured right after insertion. Therapy was stopped and iab discontinued. Patient was revalscularized in the or via planned CABG. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " iab rupture". Additionally it was reported that the user noted "blood specks" in the driveline. The user also noted a single helium loss alarm and purge failure alarms noted as having occured right after insertion. Therapy was stopped and iab discontinued. Patient was revalscularized in the or via planned CABG. No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab blood in helium pathway was confirmed upon investigation of the returned sample. Visual inspection revealed a bend to the iabc at approximately 62.3cm from the iabc distal tip. The iabc central lumen within the flex-tip assembly area was noted damaged and the wire round/polyimide (part of the flex tip assembly) was noted partially broken at approximately 6.5cm from the iabc distal tip, which caused blood to enter the helium pathway. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. An attempt to aspirate and flush the iabc central lumen was performed as part of functional inspection using a 60cc lab-inventory syringe and was unsuccessful as the water was unable to be consistently pulled into the syringe upon aspiration. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. Further investigation has been initiated under teleflex quality systems to evaluate this issue.